Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a diabetic ketoacidosis 6 to 7 weeks ago and was hospitalized. The customer can sense high and low blood glucose levels. She experienced low blood glucose levels in the middle of the night. The customer's feet started to feel itchy and tingling. The customer was diagnosed with cancer and 15 inches of the large intestine was removed on (B)(6) 2016. Customer's blood glucose level was not reported. The device was not returned.